Event description:
It was reported the physician implanted leads for a trial procedure. The physician thought the lead went intrathecal during the implant procedure, but the lead was not intrathecal per the final x-ray. The physician explanted the leads ending the trial early and performed a blood patch. Note: the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.